Event description:
An elevated prothrombin time result of >200 seconds was reported on a patient sample. The instrument reported "no coagulation" without a numeric result. The sample was sent to a reference laboratory and a result of <7 seconds was obtained. The patient's coumadin was discontinued and he was given vitamin k. There was no report of adverse health consequences as a result of the falsely reported result. Samples which give the result of "no coagulation" must be investigated. The ca1000 technical bulletin states that the sample should be repeated on an alternate analyzer or method and that results without numerical values should not be reported. There was no device failure.

Manufacturer narrative:
No further evaluation of the device is required. Samples which give the result of "no coagulation" must be investigated. The ca1000 technical bulletin states that the sample should be repeated on an alternate analyzer or method and that results without numerical values should not be reported. There was no device failure. The instrument is performing within specifications.